Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable sensor was inserted into the arm. On (B)(6) 2025, it was reported that the patient started feeling really tired and then sick to her stomach and vomited. On the evening of (B)(6) 2025, the patient vomited again and was not feeling any better. She called an ambulance and emergency medical services (ems) took a bg reading which was high. The paramedics took the patient to the medical center. There the doctor determined that the cgm readings had been reading normal the whole time causing the omnipod insulin pump not to provide needed insulin. The bg reading was 600 mg/dl and the cgm reading was 120 mg/dl. The patient was treated with IV insulin at the hospital. The patient was hospitalized from (B)(6) 2025 to (B)(6) 2025. At the time of the report the patient was doing ok. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.